Manufacturer narrative:
Integra has completed their internal investigation on april 6, 2017. Results: product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation, the complaint will be reopened and the evaluation will be completed. DHR review: no anomalies that could be associated with the complaint incident were observed. Complaints history; a minimum of 12-month review of camcabl cable customer complaints was completed in trackwise® using the following key words and ¿cable to monitor connection failure¿ and ¿interference¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. Conclusion: product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed.

Manufacturer narrative:
Investigation completed 6/22/2017. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: jul-2015. A minimum of 12 months¿ review of camcabl cable customer complaints was completed in for the reported failure using the following key words ¿connector case not sufficiently connected to the cable ground¿ in the search criteria. This review encompassed dates 21-jun-2016 to 21-jun-2017. Two complaints contained the search criteria. In addition to trending, the customer complaints review identified no other complaints have been received in this period for serial number under investigation. During investigation the returned cam02 monitor was evaluated and it was observed that the icp pressure readings fluctuated on display when the returned camcabl cable was moved. It was verified that the camcabl catheter connector case was not sufficiently connected to the cable ground and also when the cable was flexed the icp value fluctuated. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause determined; camcabl catheter connector case was not sufficiently connected to the cable ground, also when the cable was flexed the icp value fluctuated.

Event description:
During incoming inspection of the device by the distributor, some abnormal signs (interferences) were noticed on the display when connecting or moving of the camino cable (camcabl). There was no patient involvement. Linked to mfg. Report numbers:3006697299-2017-00038, 3006697299-2017-00039, 3006697299-2017-00042, 3006697299-2017-00041.